Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "unstable total hip. Dislocating. Converted to mdm".

Manufacturer narrative:
Additional information: event: event description; gtin. An event regarding dislocation involving a trident liner was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: narrative: history reviewed relates that patient underwent a tha and was doing well but suffered several instances of post-operative instability and dislocation. Surgeons states that he instructed the patient on hip precautions to prevent any recurrences but patient was very active and suffered a further dislocation while performing weighted leg presses in the gym. An attempt to relocate the tja under sedation in the emergency department was unsuccessful and he was brought to the or the next day and a revision tha performed converting the fixed bearing acetabular liner to one that has dual mobility. Conclusion of assessment: review of these records confirms recurrent dislocation of a tha necessitating revision surgery occurred, however, the root cause cannot be determined as insufficient information was available for review. Further documentation which would aid in the completion of this assessment includes: operative reports surgical implant records from the surgeries. Dated pre and post op x-rays/ imaging from the index and revision surgeries outpatient office/clinic notes implant retrieval. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the medical review concluded the following: review of these records confirms recurrent dislocation of a tha necessitating revision surgery occurred, however, the root cause cannot be determined as insufficient information was available for review. Further documentation which would aid in the completion of this assessment includes: operative reports surgical implant records from the surgeries. Dated pre and post op x-rays/ imaging from the index and revision surgeries outpatient office/clinic notes implant retrieval. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "unstable total hip. Dislocating. Converted to mdm". Update 28 june, 2018: med review confirmed recurrent dislocation but could not determine a root cause.